Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), sparks were emitted from these electrode pads. Clinician obtained another set of electrode pads with the same lot number and sparks were emitted from these electrode pads. After removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained burns. Complainant was unable to specify what degree burns.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 1818 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.